Event description:
It was reported that, during magnetic resonance imaging (MRI) programming, this right ventricular (rv) lead was found exhibiting high shock impedances out of range. The MRI was not performed, and boston scientific technical services (ts) referred back the health care professional (hcp) to device following physician. This rv lead remains in service. No adverse patient effects were reported.